Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
The catheter was revised in (B)(6) 2013. No additional information regarding the event was reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.